Event description:
It is reported that the articular surface dislocated from the tibial component 10 days after primary surgery.

Manufacturer narrative:
Evaluation summary: no device or photos were provided, therefore, the condition of the components is unk. Radiographs were not provided, therefore, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility was verified with no issues noted. No other complaints of this nature have been received for this product/lot combination. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. Evaluation: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.